Event description:
It was reported that a broken t2 alpha retrograde nail was removed and revised due to nonunion.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a broken t2 alpha retrograde nail was removed and revised due to nonunion.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. In the case presented it was reported that a broken t2 alpha retrograde nail was removed and revised with a t2 alpha retrograde nail. Required revision nail surgery for nonunion with broken hardware. Patient data, implant date and medical information like x-rays were not provided. The nail was not returned for investigation. Available information, DHR, inspection record, revealed that the nail had been delivered acc. To specs. Considering alleged non-union a root cause by patient's condition could not be excluded. However, with available information a real root cause could not be determined. If the device is returned or if any additional information is provided, the investigation will be reassessed.